Manufacturer narrative:
D10 concomitant products: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm, sigphandle, sig power sigphandle handle, sigadaptstnd, sig power sigadaptstnd linear adapter, sigmret, sig power sigmret manual retract tool, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thorascopic wedge resection procedure, after stapling a large vessel of the lung being, the surgeon tried opening the device but the jaws did not open; the blade got stuck while coming back. A new handle and shell were used, but it still did not work. A manual adapter (retractor) was also use to attempt open the jaws but the issue remained the same. The surgeon then clipped the sides of the reload and cut on both sides of the jaws to remove the device. Once taken out and examined, it was found out that the stapler had stapled over a clip and got stuck while trying to retract the device. The device was also difficult to unload. This led to about 30 minutes extended surgical time and tissue damage.